Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4 - reliability laboratory technician. St. Jude medical crmd reliability laboratory failure (event) observed during analysis. Analysis found all 3 svc shock coil filars fractured at the distal terminatioin ring of the svc shock coil. Sem analysis of the fractured filar surfaces show fracture from cyclic stress. Analysis also found clavicle crush on both the lead's outer and inner insulations.